Event description:
Home care dealer reports that while using a likorall 242s, a resident fell about 6" to the toilet. He was not injured.

Manufacturer narrative:
Motor has been returned to manufacturer for analysis. A follow up report will be submitted once completed.